Event description:
It was reported that during a da vinci-assisted sacrocolpopexy surgical procedure, or staff experienced issues with the neutral pad and erbe. The customer replaced multiple pads and power cycled the system/erbe but was not able to get the pad to work. Customer tried using different part of the patient and the issue could not be resolved. Technical support engineer (tse) reviewed logs and did not observe any errors for the erbe. Clinical sales representative (csr) arrived on site to test neutral pad, it was working as normal. The procedure was completing as planned. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: surgeon informed that monopolar cautery could not be used for the remainder of case. The neutral pad would intermittently connect to the erbe and the case completed without issue using the same erbe, the customer had no backup erbe or cautery units onsite. The procedure was delayed by less than 15 minutes with no patient harm.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was not confirmed. Fse replaced the erbe integrated electro surgical unit(iesu) to resolve the issue. The system was tested and verified as ready for use. Isi did not receive a da vinci product involved with this complaint to perform failure analysis. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received.